Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cutting part of the connecting tube and a worn angle wire. Additionally, angulation in the up direction was out of standard due to wear of the angle wire; the gap of the up/down knob was out of standard due to wear of the angle wire; the suction valve was damaged due to a blockage of the suction cylinder, there was a gap at the adhesive part of the bending section cover, the scope cover was deformed and the electrical connector was corroded, the condition of the light guide bundle was out of specification and the scope connector was polluted. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported (on behalf of the customer) that the air/water channel on the evis lucera gastrointestinal videoscope was leaking at the insertion part. The issue occurred during preparation for use. The diagnostic procedure was completed with a similar device, and without delay. The device was returned and evaluated, and foreign material was found in the suction cylinder; this had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning caused by leakage from insertion section. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.